Event description:
During follow-up, low pacing impedance, loss of sensing, loss of capture, and noise were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv and right atrial lead. The leads were explanted and replaced. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-02511.

Manufacturer narrative:
The reported events were insulation damage, inadequate capture, and p-wave amp variation. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found cut to the outer insulation at the proximal region consistent with procedural damage. The cause of insulation damage was due to procedural damage. The reported event of inadequate capture and p-wave variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.